Event description:
Myalgias and muscle weakness especially of upper extremities, generalized arthralgias, irritable bowel syndrome, chronic fatigue, breast tenderness, diminished libido and loss of memory. Onset of above symptoms approx 1/87.